Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device had a power anomaly. Customer's blood glucose was unknown. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with currents within specification. No unexpected off no power noted. The pump passed the functional testing. However, the pump had minor scratches on the lcd window, cracks near the display window corners, and a cracked reservoir tube lip.